Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary cubie experienced failures, with some cubies opening slowly and not completely, which hindered users from accessing medications for a patient. The customer reported that there was no delay to the patient's workflow, as the user was able to remove the medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that some cubies opened slowly and did not fully extend. A field service engineer replaced the broken pockets, auxiliary 2-2 and 5-2 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.